Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working correctly. Customer¿s blood glucose level was 142 mg/dl. Customer was advised that doctor thinking that the insulin pump may not be delivery correctly and did not think that the insulin pump was reliable. The customer was trying to deliver a bolus of 9 units had 20 units left in the pump customer got a low res message customer also stated that when the doctor ran the report showed that she had given herself 100 units and pump showed 11 units and doctor allege the insulin pump was not delivering insulin properly. The insulin pump will be returned for analysis.